Event description:
It was reported that there was undersensing on the right atrial (ra) lead. The lead remains in use. The patient is enrolled in the system longevity study(sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient is now a participant in the product surveillance (B)(6) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).